Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the display decive read failed transmitter. No additional patient or event information is available. No product was provided for evaluation. Data download log was provided by the patient and reviewed for evaluation on 02/06/2017. Complaint for transmitter failure could not be confirmed. The root cause could not be determined, post investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. Performed pairing test with nordic bluetooth device and passed. Share log review did not show any issues related to customer complaint. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.